Manufacturer narrative:
The device was not returned for analysis and the complaint as reported could not be confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.

Event description:
(B)(6) clinical study. It was reported that during a ablation procedure involving a intellanav mifi open-irrigated ablation catheter and intellamap orion high resolution mapping catheter. The patient had a temporary st segment elevation due to air ingress that was confirmed via echo cardiography. Echocardiogram confirmed that the event was resolved. No further patient compilations were reported. The suspected cause reported by the physician was negative pressure due to a cough.